Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced hypertension, edema (described as puffiness), and pain and was hospitalized on an unknown date in (B)(6) 2015 . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced hypertension, edema (described as stiffness and pain coincident with automated peritoneal dialysis therapy. On an unreported date in the month prior to the receipt of this report, the patient was hospitalized for the events. The cause of the events was unknown. On unknown date(s), the patient was treated with a change in dialysis solution(s) and unspecified medication (route, medication, dosage, frequency, and duration not reported) for the hypertension and puffiness (edema). There was no treatment for the pain event. Dianeal therapy was ongoing. Two days prior to the initial receipt of this report and after an unknown number of days of hospitalization, the patient was discharged. It was reported that the patient has a decrease in blood pressure, the edema goes away as the day progresses and that the patient was better but the patient was not recovered from the events. The patient was not recovered from the pain. No additional information is available.